Event description:
It was reported via repair work order that the head end of bed would nor raise or lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the head end of the bed would nor raise or lower. Follow-up submitted as further evaluation results provided by the customer identified that the head end of the bed would not raise or lower electronically. This will result in caregiver annoyance; however, it is not likely to harm the patient as the CPR release was functional to lower the fowler manually, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the head end of bed would nor raise or lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.